Event description:
It was reported that intermittent occlusion alarms occurred, resulting in blood glucose levels that occasionally displayed as ¿high¿; however, a specific value was not provided. During one incident, a finger-stick test revealed a glucose level of 430 mg/dl. The customer addressed the high glucose levels by administering a correction injection via multiple daily injections (mdi). Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. To resolve the occlusion issue, the customer changed the infusion set and cartridge and resumed insulin. Ultimately, the customer reverted to a back up pump for insulin therapy.